Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue with the upper arm was confirmed and the part replaced. The system then passed checkout. No parts returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. The caller indicated that the computer freezes sometimes. The upper camera arm could not be adjusted in the required position. The plan was to replace the computer and upper camera arm. There was no patient present at the time of the issue.